Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that that during the implant procedure the implantable pulse generator (ipg) encountered sensing difficulty. There was an occurrence of high impedance and the ipg was subsequently explanted and replaced. No patient complications have been reported as a result of this event.